Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer calls with a keypad anomaly complaint. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the power error detected, pump error 25, and the customer was able to clear the alarm and complete a rewind. Explained to the customer how to resolve the power error detected condition. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and complete a rewind if requested. The fill cannula delivery test was completed and confirmed as recorded in the daily history. The error table did not indicate that the pump should be replaced. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned

Manufacturer narrative:
Pump received with blank display. Pump unable to download/upload into thump due to blank display. Unable to verify button stuck, pump error 25 alarm, pump error 49 alarm and perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ swapping out test boards confirms blank display is isolated to pcba 1 and 2. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Blank display was confirmed during analysis and isolated to pcba 1 and pcba 2. Pump unable to download/upload confirmed. Unable to verify button stuck, pump error 25 alarm and pump error 49 alarm due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.